Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2015 with the following findings: a review of the black box and alarm history revealed a cs 078 call service alarm. During investigation, the rewind, load and prime steps were performed successfully with no call service alarms. The pump was exercised for 24 hours with no call service alarms emitted. The pump was opened and no evidence of corrosion or damage was observed on internal components of the pump. The complaint of the call service alarm issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was detached and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)